Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. At visual inspection, it was found that the unit was missing a lid screw and the pull tabs on th instruction card where broken off. It was also found that the top case had a crack in it, requiring replacement of the cover. The evaluation could not duplicate the device not giving the cutting effect it should without actually cutting tissue. However, it was found that with the torque stall fixture, the unit would stall after 73ma, but would not pulse as required. It was found that the collar to the motor coupler was not tight, requiring re-torque.

Event description:
It was reported that during a gynecological procedure, the surgeon reported that the motor drive unit wasn't giving the cutting effect it should. The procedure was successfully completed with another device with no consequence to the patient.